Manufacturer narrative:
Trackwise - (B)(4). Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The device was returned to the factory for evaluation on 10/27/2025. An investigation was conducted on 10/29/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the base jaws of the device. Heavy char was observed on the heater wire. The heater wire was observed to be flexed and bent away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation on the hot jaw was observed to be intact. The clear silicone insulation on the hot jaw was observed to be peeled back, exposing the hot metal jaw tip. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed as well as the analyzed failure "material twisted/ bent wire" was observed. The lot # 3000499348 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.

Manufacturer narrative:
Tw (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during saphenous vein harvest procedure, the doctor noticed trouble getting jaws onto branches with the bi-sector. The harvester then pulled the device out and noticed that the silicone coating on one of the jaws was peeling of. The silicone did not get left in the leg it came out with the device. The device was no longer usable. A pre test was done. The generator was set to 3 on the dial. There was a short delay in opening another evh kit. No parts were left inside of surgical site. No patient harm or injury.